Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that high threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms continue to be observed. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the physician will continue monitoring.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high threshold measurements and a gradual increase in pacing impedance measurements resulting in high out of range measurements greater than 2,000 ohms. All other lead measurements were noted to be stable and acceptable. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.